Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiovascular disease. No additional information was reported. Additional information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted supplemental report. The follow up report type should have been device evaluation.